Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's pacemaker was found to have exhibited over-sensing of noise. No intervention was reported. The patient was in unknown condition.